Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed no delivery then it was followed by a motor error during bolus. The device was not exposed to high magnetic field. Customer was advised to disconnect from the device. The device has alarmed motor error twice in the last month. Customer does not use sensor feature. Customer was able to complete rewind process. Customer's blood glucose was 70 mg/dl. No further information reported.